Manufacturer narrative:
(B)(4). Functional evaluation of the submitted hp mbt keel punch impacts could not replicate the reported problem. Although a surgical environment could not be created for testing purposes, a retained punch impactor mated and remained secured to the keel punch and disassembled from the keel punch with no restrictions or difficulties. Visual examination of the hp mbt keel punch impacts found signs of moderate to heavy usage. The investigation could not draw any conclusions about the root cause of the complainant's assembly problems; however, the instrument exhibits evidence of normal use and serving which could be a contributing factor. No evidence was found indicating product error was a contributing factor and no corrective action is being pursued. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Loose keel punch impactor tips.